Manufacturer narrative:
Patient identifier is unknown. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a capitulum fracture on (B)(6) 2018, the surgeon was using a hexagonal screwdriver to insert the cannulated screw when the screw broke at the thread/shaft junction. The screw fragmented when it broke. The surgeon retrieved the larger pieces of the screw, however, the smaller fragments could not be retrieved and were visible under fluoroscopy. Another screw was used to complete the procedure. Surgery was completed successfully, with a reported delay of approximately fifteen (15) minutes. Patient status is stable. Concomitant device: cannulated 3.5mm hexagonal screwdriver (part: 314.20, lot: unknown, quantity: unknown). This report is for a 4.5mm cannulated screw partially threaded/50mm. This is report 1 of 1 for (B)(4).